Event description:
It was reported that during advancement of the introducer sheath through the limb of the bifurcated device, the physician noted under fluoroscopy that the radiopaque marker band came off the introducer sheath. Reportedly, the physician experienced difficulties while retracting the sheath and moved the sheath back and forth several times and was able get it through the limb; at this time it was noted that the marker band unraveled and the limb was compressed. The physician ballooned the stent and deployed the limb. The physician noted that the marker band had detached from the device and remained in the stent structure. The physician elected to snare 1/3 of the distal with a competitor¿s stent and the procedure was completed without further complications. There was no injury to the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was discarded.

Manufacturer narrative:
The device was discarded hence device evaluation could not be performed. Medical records were requested from the hospital for clinical assessment however they were not provided. A manufacturing record review was performed and the lot met all release criteria with no related non conforming material records. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A clear root cause could not be determined based on the available information.